Event description:
It was reported that during routine follow-up, high impedance was observed on the atrial lead. A rise in capture threshold was noted as well. No patient symptoms were reported. The lead was capped and replaced. The patient was in good condition following the event.